Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic following a vibratory alert. During interrogation, an episode of non-sustained oversensing was noted. The device was reprogrammed to resolve the issue. The patient is in stable condition.